Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the distal area (not returned). The optic is cracked from the optic edge and travels in two different directions towards the center of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The company model is only qualified for use in the company (a) cartridges. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a lens was defective. The timing of the event and patient impact is unknown. Additional information has been requested.